Event description:
Qinflow blood warmer with exposed wiring. Five biomed work requests have been entered on this device with no response from biomed. & ed management has been notified. First work request placed.